Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A complete analysis could not be performed due to partial lead returned measuring 49.6cm. Inside out abrasion was found underneath the rv shock coil at 3.4cm to 4.0cm from the helix end.

Event description:
It was reported that the lead was explanted due to capture anomaly.